Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for a 4 month old male patient. The following data was provided: initial result = 343.4 pg/ml, repeat = 350.6 pg/ml, repeat with peg = 103.6 pg/ml, repeat with johnson & johnson = negative, repeat with beckman = 83.1 pg/ml (positive) the patient has a diagnosis of hyperthyroidism, and 3 other myocardial enzyme results were high. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 63206ud01. Ticket trending review did not identify any trends for the issue for the product. Device history review did not identify any nonconformances, potential nonconformances or deviations with lot 63206ud01. The overall performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 63206ud01 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. In this case, testing was completed on a 4-month-old patient. Per product labeling, the 99th percentile cutoff for male patients in the age range of 21 to 73 years is 34.2 pg/ml. Abbott has not established expected ranges for patients < 21 years old. Based on the investigation the architect stat high sensitive troponin-I reagent lot 63206ud01 is performing as intended, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for a 4 month old male patient. The following data was provided: initial result = 343.4 pg/ml, repeat = 350.6 pg/ml, repeat with peg = 103.6 pg/ml, repeat with johnson & johnson = negative, repeat with beckman = 83.1 pg/ml (positive) the patient has a diagnosis of hyperthyroidism, and 3 other myocardial enzyme results were high. No impact to patient management was reported.